Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation noted the sterilization process was completed successfully and met the required specifications. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and capsular contracture, baker grade unknown.

Event description:
Patient reported ¿feeling sick ever since¿ implant procedure. Additional symptoms include ¿haven't been able to do much... Feels like it¿s burning, feels like it¿s ripping, feels like it¿s leaking but it¿s not leaking.¿ a few weeks post surgery, patient ¿had an infection¿ followed by ¿getting shocks...pain through chest, head, back, left hand shoulder, and "feels like something is wedged.¿ patients claims implants ¿are affected by alcl¿ and have "ruined {patient's} life." "Lumps and contracture" baker grade unknown and "possible particles are palpable" was later reported. The device remains implanted. This represents the right side.